Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) confirmed that the heater line became separated from the heater bag while the hp was in dwell. The hp stated he was unsure how the incident occurred; the hp confirmed he was using the luer lock system. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The hp stated that the heater bag had fallen off and disconnected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The tsr then advised the hp to start over with new supplies or finish with manual supplies. The tsr advised the hp to call the nurse to inform of incident and any missed therapy. On (B)(4) 2010 product surveillance contacted the hp who confirmed that the heater line became separated from the heater bag. The hp stated he was unsure how the incident occurred; the hp confirmed he was using the luer lock system. The hp stated that he is doing fine and continuing therapy without issues.